Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5040456, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 330343, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient experienced lost and inadequate stimulation due to lead migration. The patient underwent an explant procedure.